Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon ruptured during preparation. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and the advancer tube were found inside the shuttle cartridge. The balloon has exposure to blood which indicates device has been inserted into a procedural sheath. The procedural sheath was not returned for evaluation. Inflation testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event of ¿balloon loss of pressure at prep¿ was not confirmed through analysis of the returned device since inflation could not be performed due to the clogged lumen and no tear was visually noted on the balloon. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, handling factors during prep (such as using a viscous contrast/saline solution for inflation) may have contributed to the issue experienced. Since the device was returned in a condition that suggests the device may have been inserted into a procedural sheath, access site vessel characteristics and/or sheath conditions may have also contributed to the reported event since a calcified vessel and a frayed/damaged sheath can cause damage to the balloon. At this time, it is unknown if the balloon loss of pressure experienced by the user was due to a tear in the balloon since none was noted visually, and functional analysis could not be performed. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Also, the IFU states, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1907501 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon ruptured during preparation. There was no patient injury reported. The device was expected to be returned for evaluation.